Event description:
This 76-yr-old male had undergone surgery on his right knee. A drain was placed in the knee in surgery and when it was removed, the tubing broke off leaving a part of the drain tubing in the knee. This pt was taken to surgery on 9/23/96 for removal of the tubing.